Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/27/2015.

Manufacturer narrative:
Based on review of the file, this incident was determined to be a non-reportable event due to the fact that the product was found damaged in the packaging.

Event description:
According to the reporter: prior to opening package, they found obturator broken. Used another device. No patient involved.